Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding / abnormal excessive bleeding') and menorrhagia ('heavy menses/excessive clots / excessive clotting/ heavy menstrual bleeding') in an adult female patient who had essure (batch no. 632026) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp in lower abdomen, endometrial thickening, endocervicitis, ovarian cyst, colonoscopy, polymenorrhoea, endometriosis and uterine enlargement. Concurrent conditions included dysmenorrhea, irregular periods, menstruation frequent, irregular periods, adnexa uteri pain, dysfunctional uterine bleeding, adenomyoma and leiomyoma nos. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune-like symptoms"), pelvic pain ("pain"), allergy to metals ("nickel sensitivity/ metal allergy"), dental caries ("other (list): dental decay"), alopecia ("hair loss"), fatigue ("fatigue"), palpitations ("heart palpitations"), anaemia ("anemia"), uterine polyp ("polyps"), libido decreased ("low libido"), dyspareunia ("painful intercourse"), abdominal pain lower ("cramps"), headache ("headaches"), back pain ("back pain"), hot flush ("hot flashes"), mood swings ("mood swings"), ovarian cyst ("ovarian cyst"), menstruation irregular ("irregular menstrual bleeding") and weight loss poor ("inability to lose weight") and was found to have weight increased ("weight gain"), uterine leiomyoma ("fibroids") and haemoglobin decreased ("hemoglobin could get to dangerously low levels"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, menorrhagia, autoimmune disorder, pelvic pain, allergy to metals, dental caries, alopecia, fatigue, palpitations, weight increased, anaemia, uterine leiomyoma, uterine polyp, libido decreased, dyspareunia, haemoglobin decreased, abdominal pain lower, headache, back pain, hot flush, mood swings, ovarian cyst, menstruation irregular and weight loss poor outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, anaemia, autoimmune disorder, back pain, dental caries, dyspareunia, fatigue, genital haemorrhage, haemoglobin decreased, headache, hot flush, libido decreased, menorrhagia, menstruation irregular, mood swings, ovarian cyst, palpitations, pelvic pain, uterine leiomyoma, uterine polyp, weight increased and weight loss poor to be related to essure. The reporter commented: four spirals were counted on the right side and 5 on left side. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record :menorrhagia, endometrial polyps, subsequent anemia, fibroids, pelvic pain, vaginal bleeding, uterine leiomyoma, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: content from social media received. Events cramps, headaches, back pain, hot flashes, mood swings, ovarian cyst, irregular menstrual bleeding and inability to lose weight were added. On (B)(6) 2020: fu3 and fu4 were processed together. Reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding / abnormal excessive bleeding') and menorrhagia ('heavy menses/excessive clots / excessive clotting/ heavy menstrual bleeding') in an adult female patient who had essure (batch no. 632026) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp in lower abdomen, endometrial thickening, endocervicitis, ovarian cyst, colonoscopy, polymenorrhoea, endometriosis and uterine enlargement. Concurrent conditions included dysmenorrhea, irregular periods, menstruation frequent, irregular periods, adnexa uteri pain, dysfunctional uterine bleeding, adenomyoma and leiomyoma nos. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune-like symptoms"), pelvic pain ("pain"), allergy to metals ("nickel sensitivity/ metal allergy"), dental caries ("other (list): dental decay"), alopecia ("hair loss"), fatigue ("fatigue"), palpitations ("heart palpitations"), anaemia ("anemia"), uterine polyp ("polyps"), libido decreased ("low libido"), dyspareunia ("painful intercourse"), abdominal pain lower ("cramps"), headache ("headaches"), back pain ("back pain"), hot flush ("hot flashes"), mood swings ("mood swings"), ovarian cyst ("ovarian cyst"), menstruation irregular ("irregular menstrual bleeding") and weight loss poor ("inability to lose weight") and was found to have weight increased ("weight gain"), uterine leiomyoma ("fibroids") and haemoglobin decreased ("hemoglobin could get to dangerously low levels"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, menorrhagia, autoimmune disorder, pelvic pain, allergy to metals, dental caries, alopecia, fatigue, palpitations, weight increased, anaemia, uterine leiomyoma, uterine polyp, libido decreased, dyspareunia, haemoglobin decreased, abdominal pain lower, headache, back pain, hot flush, mood swings, ovarian cyst, menstruation irregular and weight loss poor outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, anaemia, autoimmune disorder, back pain, dental caries, dyspareunia, fatigue, genital haemorrhage, haemoglobin decreased, headache, hot flush, libido decreased, menorrhagia, menstruation irregular, mood swings, ovarian cyst, palpitations, pelvic pain, uterine leiomyoma, uterine polyp, weight increased and weight loss poor to be related to essure. The reporter commented: four spirals were counted on the right side and 5 on left side concerning the injuries reported in this case, the following ones were confirmed in patients medical record :menorrhagia, endometrial polyps, subsequent anemia, fibroids, pelvic pain, vaginal bleeding, uterine leiomyoma, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from social media received. Events cramps, headaches, back pain, hot flashes, mood swings, ovarian cyst, irregular menstrual bleeding and inability to lose weight were added. On 20-mar-2020: fu3 and fu4 were processed together. Reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding / abnormal excessive bleeding') and menorrhagia ('heavy menses/excessive clots / excessive clotting/ heavy menstrual bleeding') in an adult female patient who had essure (batch no. 632026) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp in lower abdomen, endometrial thickening, endocervicitis, ovarian cyst, colonoscopy, polymenorrhoea, endometriosis and uterine enlargement. Concurrent conditions included dysmenorrhea, irregular periods, menstruation frequent, irregular periods, adnexa uteri pain, dysfunctional uterine bleeding, adenomyoma and leiomyoma nos. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune-like symptoms"), pelvic pain ("pain"), allergy to metals ("nickel sensitivity/ metal allergy"), dental caries ("other (list): dental decay"), alopecia ("hair loss"), fatigue ("fatigue"), palpitations ("heart palpitations"), anaemia ("anemia"), uterine polyp ("polyps"), libido decreased ("low libido"), dyspareunia ("painful intercourse"), abdominal pain lower ("cramps"), headache ("headaches"), back pain ("back pain"), hot flush ("hot flashes"), mood swings ("mood swings"), ovarian cyst ("ovarian cyst"), menstruation irregular ("irregular menstrual bleeding") and weight loss poor ("inability to lose weight") and was found to have weight increased ("weight gain"), uterine leiomyoma ("fibroids") and haemoglobin decreased ("hemoglobin could get to dangerously low levels"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, menorrhagia, autoimmune disorder, pelvic pain, allergy to metals, dental caries, alopecia, fatigue, palpitations, weight increased, anaemia, uterine leiomyoma, uterine polyp, libido decreased, dyspareunia, haemoglobin decreased, abdominal pain lower, headache, back pain, hot flush, mood swings, ovarian cyst, menstruation irregular and weight loss poor outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, anaemia, autoimmune disorder, back pain, dental caries, dyspareunia, fatigue, genital haemorrhage, haemoglobin decreased, headache, hot flush, libido decreased, menorrhagia, menstruation irregular, mood swings, ovarian cyst, palpitations, pelvic pain, uterine leiomyoma, uterine polyp, weight increased and weight loss poor to be related to essure. The reporter commented: four spirals were counted on the right side and 5 on left side concerning the injuries reported in this case, the following ones were confirmed in patients medical record :menorrhagia, endometrial polyps, subsequent anemia, fibroids, pelvic pain, vaginal bleeding, uterine leiomyoma, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from social media received. Events cramps, headaches, back pain, hot flashes, mood swings, ovarian cyst, irregular menstrual bleeding and inability to lose weight were added. On 20-mar-2020: fu3 and fu4 were processed together. Reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding / abnormal excessive bleeding') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. 632026) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp in lower abdomen, endometrial thickening, endocervicitis, ovarian cyst, colonoscopy, polymenorrhoea, endometriosis and uterine enlargement. Concurrent conditions included dysmenorrhea, irregular periods, menstruation frequent, irregular periods, adnexa uteri pain, dysfunctional uterine bleeding, adenomyoma and leiomyoma nos. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain"), allergy to metals ("nickel sensitivity"), dental caries ("other (list): dental decay"), alopecia ("hair loss"), fatigue ("fatigue"), palpitations ("heart palpitations"), menorrhagia ("heavy menses/excessive clots"), anaemia ("anemia"), uterine polyp ("polyps"), libido decreased ("low libido") and dyspareunia ("painful intercourse") and was found to have weight increased ("weight gain") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, autoimmune disorder, pelvic pain, allergy to metals, dental caries, alopecia, fatigue, palpitations, weight increased, menorrhagia, anaemia, uterine leiomyoma, uterine polyp, libido decreased and dyspareunia outcome was unknown. The reporter considered allergy to metals, alopecia, anaemia, autoimmune disorder, dental caries, dyspareunia, fatigue, genital haemorrhage, libido decreased, menorrhagia, palpitations, pelvic pain, uterine leiomyoma, uterine polyp and weight increased to be related to essure. The reporter commented: four spirals were counted on the right side and 5 on left side concerning the injuries reported in this case, the following ones were confirmed in patients medical record :menorrhagia, endometrial polyps, subsequent anemia, fibroids, pelvic pain, vaginal bleeding, uterine leiomyoma, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding / abnormal excessive bleeding') and menorrhagia ('heavy menses/excessive clots / excessive clotting/ heavy menstrual bleeding') in an adult female patient who had essure (batch no. 632026) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp in lower abdomen, endometrial thickening, endocervicitis, ovarian cyst, colonoscopy, polymenorrhoea, endometriosis and uterine enlargement. Concurrent conditions included dysmenorrhea, irregular periods, menstruation frequent, irregular periods, adnexa uteri pain, dysfunctional uterine bleeding, adenomyoma and leiomyoma nos. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune-like symptoms"), pelvic pain ("pain"), allergy to metals ("nickel sensitivity/ metal allergy"), dental caries ("other (list): dental decay"), alopecia ("hair loss"), fatigue ("fatigue"), palpitations ("heart palpitations"), anaemia ("anemia"), uterine polyp ("polyps"), libido decreased ("low libido"), dyspareunia ("painful intercourse"), abdominal pain lower ("cramps"), headache ("headaches"), back pain ("back pain"), hot flush ("hot flashes"), mood swings ("mood swings"), ovarian cyst ("ovarian cyst"), menstruation irregular ("irregular menstrual bleeding") and weight loss poor ("inability to lose weight") and was found to have weight increased ("weight gain"), uterine leiomyoma ("fibroids") and haemoglobin decreased ("hemoglobin could get to dangerously low levels"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, menorrhagia, autoimmune disorder, pelvic pain, allergy to metals, dental caries, alopecia, fatigue, palpitations, weight increased, anaemia, uterine leiomyoma, uterine polyp, libido decreased, dyspareunia, haemoglobin decreased, abdominal pain lower, headache, back pain, hot flush, mood swings, ovarian cyst, menstruation irregular and weight loss poor outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, anaemia, autoimmune disorder, back pain, dental caries, dyspareunia, fatigue, genital haemorrhage, haemoglobin decreased, headache, hot flush, libido decreased, menorrhagia, menstruation irregular, mood swings, ovarian cyst, palpitations, pelvic pain, uterine leiomyoma, uterine polyp, weight increased and weight loss poor to be related to essure. The reporter commented: four spirals were counted on the right side and 5 on left side concerning the injuries reported in this case, the following ones were confirmed in patients medical record :menorrhagia, endometrial polyps, subsequent anemia, fibroids, pelvic pain, vaginal bleeding, uterine leiomyoma, fatigue. Lot number: 632026 manufacturing date: 2009/04 expiration date: 2012/04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding / abnormal excessive bleeding') and menorrhagia ('heavy menses/excessive clots / excessive clotting') in an adult female patient who had essure (batch no. 632026) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp in lower abdomen, endometrial thickening, endocervicitis, ovarian cyst, colonoscopy, polymenorrhoea, endometriosis and uterine enlargement. Concurrent conditions included dysmenorrhea, irregular periods, menstruation frequent, irregular periods, adnexa uteri pain, dysfunctional uterine bleeding, adenomyoma and leiomyoma nos. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune-like symptoms"), pelvic pain ("pain"), allergy to metals ("nickel sensitivity"), dental caries ("other (list): dental decay"), alopecia ("hair loss"), fatigue ("fatigue"), palpitations ("heart palpitations"), anaemia ("anemia"), uterine polyp ("polyps"), libido decreased ("low libido") and dyspareunia ("painful intercourse") and was found to have weight increased ("weight gain"), uterine leiomyoma ("fibroids") and haemoglobin decreased ("hemoglobin could get to dangerously low levels"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, menorrhagia, autoimmune disorder, pelvic pain, allergy to metals, dental caries, alopecia, fatigue, palpitations, weight increased, anaemia, uterine leiomyoma, uterine polyp, libido decreased, dyspareunia and haemoglobin decreased outcome was unknown. The reporter considered allergy to metals, alopecia, anaemia, autoimmune disorder, dental caries, dyspareunia, fatigue, genital haemorrhage, haemoglobin decreased, libido decreased, menorrhagia, palpitations, pelvic pain, uterine leiomyoma, uterine polyp and weight increased to be related to essure. The reporter commented: four spirals were counted on the right side and 5 on left side concerning the injuries reported in this case, the following ones were confirmed in patients medical record :menorrhagia, endometrial polyps, subsequent anemia, fibroids, pelvic pain, vaginal bleeding, uterine leiomyoma, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Event menorrhagia make serious incident. Event added- hemoglobin could get to dangerously low levels. Reporter information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding / abnormal excessive bleeding') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. 632026) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp in lower abdomen, endometrial thickening, endocervicitis, ovarian cyst, colonoscopy, polymenorrhoea, endometriosis and uterine enlargement. Concurrent conditions included dysmenorrhea, irregular periods, menstruation frequent, irregular periods, adnexa uteri pain, dysfunctional uterine bleeding, adenomyoma and leiomyoma nos. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain"), allergy to metals ("nickel sensitivity"), dental caries ("other (list): dental decay"), alopecia ("hair loss"), fatigue ("fatigue"), palpitations ("heart palpitations"), menorrhagia ("heavy menses/excessive clots"), anaemia ("anemia"), uterine polyp ("polyps"), libido decreased ("low libido") and dyspareunia ("painful intercourse") and was found to have weight increased ("weight gain") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, autoimmune disorder, pelvic pain, allergy to metals, dental caries, alopecia, fatigue, palpitations, weight increased, menorrhagia, anaemia, uterine leiomyoma, uterine polyp, libido decreased and dyspareunia outcome was unknown. The reporter considered allergy to metals, alopecia, anaemia, autoimmune disorder, dental caries, dyspareunia, fatigue, genital haemorrhage, libido decreased, menorrhagia, palpitations, pelvic pain, uterine leiomyoma, uterine polyp and weight increased to be related to essure. The reporter commented: four spirals were counted on the right side and 5 on left side . Concerning the injuries reported in this case, the following ones were confirmed in patients medical record :menorrhagia, endometrial polyps, subsequent anemia, fibroids, pelvic pain, vaginal bleeding, uterine leiomyoma, fatigue. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.